Event description:
During the implant procedure, the physician punctured the external jugular with a non-inspire tunneler. Physician applied direct pressure to stop the bleeding. This resolved the issue.